Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason, on (B)(6) 2020, with unknown blood glucose level. Nurse said it was confidential to provide why customer was in the hospital. Customer was not low and high when got in the hospital. Customer was having a hard time to navigate his insulin pump. The insulin pump will be returned for analysis.